Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 700 mg/dl, and reportedly customer fainted due to elevated bg. Customer declined tandem technical support to ensure that customer acquired an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.